Manufacturer narrative:
H11 - corrected data. Add code 3331 to evaluation code methods in section h6. Add to h10: "a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device."

Event description:
It was reported that a scepter balloon catheter would not deflate inside of the patient. The device was removed in its inflated state and retrieved through the catheter. There was no impact to the patient. There was no injury nor intervention. The patient was reported to be "fine and well."

Event description:
It was reported that a scepter balloon catheter would not deflate inside of the patient. The device was removed in its inflated state and retrieved through the catheter. There was no impact to the patient. There was no injury nor intervention. The patient was reported to be "fine and well.".

Manufacturer narrative:
The investigation of the returned balloon catheter found the balloon deflated and residual blood in the balloon. The yellow polyimide ring was observed to be dislodged, which is consistent with the device experiencing inflation forces over specification. However, the balloon was able to inflate and deflate without difficulty during the investigation. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported deflation issue.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is currently ongoing. A supplemental report will be submitted when the investigation is completed.

Event description:
It was reported that a scepter balloon catheter would not deflate inside of the patient. The device was removed in its inflated state and retrieved through the catheter. There was no impact to the patient. There was no injury nor intervention. The patient was reported to be "fine and well."